Manufacturer narrative:
No frozen screen, audio or beep anomaly or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened esc buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had frozen screen. Customer's blood glucose level was unknown. Customer states insulin pump long beeping noise. Customer states insulin pump was whizing sound. The insulin pump will be returned for analysis.